Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
Physician later confirmed no complaint against device. Device explanted. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.